Event description:
It was reported via the legal department that this patient underwent a right total knee arthroplasty. Approximately 4 years 3 months after implant, the patient underwent revision of the right exactech knee device secondary to complete polyethylene liner wear resulting in osteolysis, metallosis, and synovitis. These injuries were caused by early wear of the polyethylene insert and which resulted in component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss, and other injuries. They had claim permanent injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and/or other injuries presently undiagnosed, which all require ongoing medical care. No additional information is available.

Manufacturer narrative:
D10: 230-03-03 - optetrak asy, cr cemented femoral, sz 3: 1474478. 204-04-32 - trapezoid tibial tray sz 3f/2t: 2493431. 200-02-35 - three peg patella 35mm: 2534634. 200-73-09 - cr tibial insert sz 3, 9mm, slope ++: 1399298. H10: this event was previously captured under the MFR numbers above. This additional complaint was created to capture loosening. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.